Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to shorted transistors q12, q16, q6, q7, q8, and q10 on the defibrillator pca. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned (B)(6) monitor sn (B)(4) and reported that the monitor failed pulse testing.